Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, as the physician was manipulating the sheath and the balloon catheter to get to the right inferior pulmonary vein (ripv), the sheath kinked. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and sheath, 4fc12 with lot 58306, were returned and analyzed. The data files confirmed system notices unrelated to the reported product issue. Visual inspection of the sheath showed that the device was kinked. In conclusion, the reported kink has been confirmed through testing. The sheath, 4fc12 with lot 58306, failed the inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.